Event description:
It was reported that a y-type tur/bladder irrigation set leaked from an unknown location. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing which revealed a leak due to a hole in the drip housing. The other components were correctly placed and according to specifications. The reported condition was verified. The cause of the condition was due to assembly issues during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.